Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas, serial number (B)(4), was not returned for analysis. Multiple attempts for additional information and product return were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. No additional information was provided.